Event description:
Caller reports back to back testing to a professional meter while using the advantage system with results of 243 mg/dl on customer's meter and 120 mg/dl on professional meter. No quality controls were run. No adverse event reported. Caller reports customer no longer has strips; a replacement was sent.